Event description:
It was reported that the preloaded intraocular lens (iol) was damaged inside the cartridge, once the implant was removed from the cartridge, it was found to be broken. The surgeon encountered difficulties in extracting it from the cartridge, causing the implant to scrape against the cartridge wall. Through follow up we learned that the lens was already damaged inside the cartridge and that the iol was not in contact with the patient. No further detail was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted section d6b - explant date: not applicable, as there is no indication that the lens was implanted section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: dec 14, 2023 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the lens was received overridden and stuck in the cartridge of the original handpiece. The lens was removed and both haptics were observed to be detached (only 1 of 2 haptics were returned). The lens was cleaned, and lens damage was observed across the lens optic. Cartridge tip damage was observed. No additional defects were observed on the handpiece before and after disassembling for evaluation. Trace amounts of ophthalmic viscoelastic device (ovd) residue were observed suggesting that an inadequate amount of ovd was used during loading and insertion. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.